Manufacturer narrative:
Concomitant products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748266, serial# (B)(4), implanted:(B)(6) 2006, product type: extension. Product ID: 3389s-40, lot# v011468, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot# j0301116v, implanted: (B)(6) 2003, product type: lead. Product ID: 64002, lot# n403232, product type: adapter. (B)(4). Analysis of the extension, serial #(B)(4), found the body cut through and segmented. There was no significant anomaly.

Event description:
It was reported that the patient had a return in parkinson¿s symptoms. X-rays were taken and an impedance check verified the right side was open. Surgery was planned to revise the pocket when the surgeon noticed the extension needed to be replaced. It was discovered that the extension in the patient¿s right chest was cut in half. The extension was replaced and the patient recovered without sequela.